Event description:
Literature was reviewed regarding revision rates for rechargeable versus non-rechargeable sacral neuromodulation devices in the management of overactive bladder. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: interstim micro and interstim ii. Among all patients adverse events / device product performance issues included: 1. 2 patients with the non-rechargeable device had their device revised due to infection/pain. 2. 5 patients with the rechargeable device had their device revised due to infection/pain. 3. 3 patients with the non-rechargeable device had their device revised due to ins migration. 4. 3 patients with the non-rechargeable device had their device revised due to lead migration. 5. 10 patients with the rechargeable device had their device revised due to ins migration. 6. 10 patients with the rechargeable device had their device revised due to lead migration. 7. 1 patient with the non-rechargeable device had their device revised due to other trauma. 8. 6 patients with the rechargeable device had their device revised due to other trauma. 9. 18 patients with the rechargeable device had their device revised due to difficulty charging/connecting. Primarily issues with prolonged charging or taking longer than expected to charge. 10. 3 patients with the non-rechargeable device had their device revised due to reduction of symptom improvement. 11. 12 patients with the rechargeable device had their device revised due to reduction of symptom improvement. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID 97810, lot# unknown, product type implantable neurostimulator; product ID 3058 lot# unknown, product type implantable neurostimulator; product ID 978b1 lot# unknown, product type lead; product ID 97810 lot# unknown, product type implantable neurostimulator; product ID 978a1, lot# unknown, product type lead; product ID 3058 lot# unknown, product type implantable neurostimulator; product ID 97810 lot# unknown, product type implantable neurostimulator; product ID 97810 lot# unknown, product type implantable neurostimulator; product ID 3058 lot# unknown, product type implantable neurostimulator; product ID 97810 lot# unknown, product type implantable neurostimulator. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97810, serial/lot #: unknown; product ID: 3058, serial/lot #: unknown; product ID: 978b1, serial/lot #: unknown; product ID: 97810, serial/lot #: unknown; product ID: 978a1, serial/lot #: unknown; product ID: 3058, serial/lot #: unknown; product ID: 97810, serial/lot #: unknown; product ID: 97810, serial/lot #: unknown; product ID: 3058, serial/lot #: unknown; product ID: 97810, serial/lot #: unknown. Cohen, t. Et al. Revision rates for rechargeable versus non-rechargeable sacral neuromodulation devices in the management of overactive bladder. Neurourol. Urodyn. (2025) doi:10.1002/nau.70053. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.